Event description:
A 3m precise pgx-35w disposable skin stapler was repeatedly jamming during a procedure. Replaced with "like" device which functioned without problems. Reason for use: surgical skin closure.